Event description:
The reported issue involves two companion external batteries are reported under separate medical device reports: (1) companion external battery s/n (B)(4) and (2) companion external battery s/n (B)(4) (MFR report#3003761017-2015-00343. The customer reported that the companion 2 driver displayed a "low external battery" alarm while supporting a patient. The customer also reported that the monitor on the hospital cart displayed three bars of charge remaining on both batteries. This alleged failure mode poses a low risk to the patient because although the companion 2 driver displayed a "low external battery" alarm, it did not prevent the companion 2 driver from performing its life-sustaining functions.

Manufacturer narrative:
The companion external batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in supplemental mdrs.